Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have gone to the hospital for monitoring and was advised of a urinary tract infection. Customer's healthcare professional confirmed that customer did not have a urinary tract infection, but did have crackling in the lungs. Customer had low blood glucose of 37 mg/dl. Customer treated low blood glucose with a coke. Customer declined troubleshooting for low blood glucose due to comfort with the insulin pump and states issue had nothing to do with insulin pump.